Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patients physician stated the cause of the issue was stimulator migration. Troubleshooting was done, but was not specified. The cause was not determined but it was stated to be not related to the device. The patient was last seen (B)(6) 2012.

Event description:
It was reported that two months post-surgery the patient¿s healthcare professional (hcp) had to go back in and use different leads because of the damage that was in their spine. The reporter stated they also had to move the implantable neurostimulator (ins) to more of the front so it would be easier for them to recharge. Additional information was requested, but was not available as of the date of this report.